Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The aorta was very tortuous and the device bent in one of the curves when the physician attempted to advance it through the vessel. The physician withdrew the device, passed a body floss guide wire through the right brachial artery and repositioned the delivery system. When stent graft deployment was initiated, the proximal bare metal springs of the stent graft did not open. The handle was disassembled and the stent graft deployment was completed successfully. No clinical sequelae were reported and the patient fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (deployment difficulty); patient's condition affected effectiveness of device (tortuous aorta). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous aorta).